Event description:
It was reported that the patient's leads had migrated resulting in ineffective therapy. As such, surgical intervention took place wherein the lead was explanted and replaced to address the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
Date of event iis estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Corrected data: d6b - date of explant was inadvertently excluded in the initial report. The date had been added to this record.